Event description:
The pump was alarming for a low battery. At replacement, they were expecting 5.8ccs and 15ccs were pulled out of the pump. The pump was used to deliver compounded baclofen 5000 mcg/ml at 1600 mcg/day. For info, following the replacement, see MFR's report # 3004209178-2011-01343.

Manufacturer narrative:
(B)(4).